Event description:
It was reported that the patient was experiencing surgical pain after the trial procedure. The patient was prescribed pain medication, however, the surgical pain returned. The patients trial lead were removed and were not returned.